Manufacturer narrative:
Block b3: exact date unknown, event occurred approximate two to three weeks before the revision the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-50, serial: (B)(6), batch:(B)(6).

Event description:
It was reported that the patients lead had migrated and had loss of coverage. The patient underwent revision procedure wherein the leads were successfully readjusted, and the patient was doing well postoperatively.